Event description:
The device was removed due to a"defective pump" as reported to co, the pump and some assembly kit component only were removed and replaced. 4/21/97-upon receipt of add'l info from the physician/surgeon, he stated, "pump quit working when pt sat forcibly on a chair. Tubing to pump avulsed".